Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
During a routine check, it was reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic calibration issue. There was no patient involvement, thus no adverse event was reported.